Event description:
During sample evaluation of a related complaint for a reload the set 201 alarm, two cuts were found on the polyvinyl chloride (pvc) sheeting of the cassette. Additional information obtained from the related complaint stated that the cut of the cassette sheeting was created by a nurse after the alarm occurred. There was no patient involvement.there was no medical intervention or patient injury reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. Per baxter labeling, users are instructed not to cut the sheeting on a cassette used for therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. A evaluation of the actual sample was conducted and ssues were found related to the reported condition during the evaluation. Two cuts were found on the cassette sheeting.